Event description:
I have had some problems with quick battery depletion and going from needing the pacemaker 18% to needing it 54% in just 8 months. I think it's a malfunction in the pacemaker causing it to appear as though I need it more. As I have only had minimal change since being implanted in 2012. At a (B)(6) 2020 appointment I was using it 18%, by (B)(6)2020 it was 32% and now (B)(6) 2020 54%. In (B)(6) 2020 I had 5 yrs on the battery 3 months later, I have 6 months on the battery and am having replacement surgery in (B)(6) 2021. FDA safety report ID# (B)(4).